Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that while activating the spray, turning the red knob, the co2 [carbon dioxide] canister ejected onto the floor and bounced back up. No report of anyone being injured. The procedure was completed by using another hemospray device. This occurred prior to patient contact; there was no impact to the patient or user. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our evaluation of the photos provided confirmed the report. The photos show an open tray, without lid stock or labeling, containing 1 of the provided catheters, the co2 cartridge, the foam, the larger portion of the red activation knob, and the device handle with the "on/off" switch in the "on" position. The photos show that the red activation knob has broken near the internal threading. The other segment of the red activation knob is not visible in the pictures. The white body of the handle does not appear to have broken open; however a clear photo of the housing seam is not included. While it cannot be seen in the photos if the co2 cartridge is punctured, based on the condition of the handle it is likely that the co2 has been punctured. A photo of the regulator was not provided, nor of any regulator components. Therefore, the condition of the regulator cannot be determined. The foam is present with the slits appearing to be in the correct position. The markings were not visible to determine which core pin was used to form the activation knob. Powder was noted on the exterior of the pictured components. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall res95300. Investigation conclusion: our evaluation of the photos provided confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4854706, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. The product said to be involved is included in the scope of the supplier corrective action request. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.